Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the decision was made to cancel the surgery.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Note: the patient received two leads with the same lot number. It was reported the patient was not receiving effective stimulation therapy. Interrogation of the scs system revealed high impedance values. The patient was seen for a surgical consult. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history

Event description:
It was reported the patient has disc issues and the patient has experienced unspecified issues with system since implant. Surgical intervention has been scheduled.